Event description:
On may 11, 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging there were black marks on the display of the one touch ultra 2 meter. The medical surveillance specialist was not able to contact the reporter to obtain/clarify information. The reporter said the product issue started at 11:30 am on the day of event. The reporter said the patient did not develop any symptoms due to the issue but around 8-8:30 pm, the patient went to the emergency room and received a glucagon injection from a health care professional. The patient's dose of medication was increased around 9-10 pm that day but the type of medication and the specific dose was not provided. It would be helpful to know why the patient went to the emergency room and what advice, if any, the reporter and the patient were given. It was determined during the troubleshooting telephone call, the product was not new (out of box) and there was no meter trauma. This complaint is being reported because the reporter alleged there were black marks on the display of the meter and, although the reason is unknown, the patient went to the emergency room and received a treatment from a health care professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.